Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. It is likely that the introducer sheath was too close to the stent during deployment resulting in a portion of the stent deploying within the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 100% stenosed and heavily calcified left external iliac artery. A 7.0x100mm absolute pro vascular self-expanding stent system was deployed into the 6f introducer sheath; however, when an attempt to remove the introducer sheath was made the stent pulled back out of the sheath and into the tissue. The patient had to go to surgery for a femoral artery cut down to remove the stent. No additional information was provided.